Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported the patient presented for an implant procedure. The pacemaker exhibited loss of capture and the patient experienced asystole. The physician replaced the pacemaker. The patient was in stable condition.